Event description:
Technical services received a call on 11/14/2012 from sales rep. The lead was implanted on (B)(6) 2012. Discussed turning lv sensing off although doubt that would help, discussed changing avd but again doubt utility of that. Recommended continue monitoring since issue appears to be from lv pvcs .no physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).